Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Implant date - 2008. Reported event was unable to be confirmed. The product was not returned, and its location is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a bearing revision 9 years post-implantation due to an unknown reason. Attempts have been made and additional information on the reported event will not be provided.